Manufacturer narrative:
(B)(4).

Event description:
It was reported that a shaft fracture occurred. The 95% stenosed, 16x2.25mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A guidezilla¿ was selected for percutaneous coronary intervention. During the procedure outside the patient's body, the catheter was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. Microscopic inspection of the tip found no irregularities or defects. Microscopic and tactile inspection of the hypotube or shaft found no irregularities or defects. Microscopic and visual inspection revealed a partial separation at the collar. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a shaft fracture occurred. The 95% stenosed, 16x2.25mm target lesion was located in the mildly tortuous and moderately calcified right coronary artery (rca). A guidezilla was selected for percutaneous coronary intervention. During the procedure outside the patient's body, the catheter was noted to be fractured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.